Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient recently traveled and they experienced a burning sensation around the ins site during the whole flight, and for 24 hours after.

Manufacturer narrative:
G2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reporting that the patient had 2 flights. The burning sensation started 2.5 hours into the first flight. The paramedic reviewed the patient on (B)(6) 2025 once the flight landed. The paramedic suggested the cause of the burning was due to extra body fluid increased during the first flight. 48 hours after they landed from the second flight, the burning sensation started to settle. This experience was very scary for the patient, and the burning lasted over 2 days. The patient was nervous to fly again because of what happened. The patient has had their program ¿re-mapped¿ twice in the last few months as they were experiencing severe pain in their lower back and right leg. The ins seems to be helping control their pain better at present for the reason the ins was implanted. The patient was experiencing pain over the s1 joint right side and waiting a steroid injection. However, they did not think this was connected to the burning felt from the flight. The pain and burning was felt in their left buttock over implant. ¿nor conected¿ to the pain now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reporting that on (B)(6) 2025 the paramedic described extra fluid in their body possibly due to flight/cabin pressure. The patient applied a heating pad. Cause of the burning sensation was not determined. The issue was resolved.